Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020 as no event date was reported. (B)(4). Investigation results: a visual examination of the returned complaint device revealed the balloon was torn longitudinally. It was also noted that one part of the catheter that connects to the hub detached and was not returned. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose such as lesion characteristics, handling of the device, the technique used by the physician, and/or normal procedure difficulties. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the balloon popped before reaching the appropriate atm. There were no patient complications reported as a result of this event.